Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the device was returned and analyzed; analysis revealed high battery impedance.

Event description:
It was reported that the device battery impedance increased since implant and the device indicated elective replacement [eri] prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.